Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka).

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer was reusing their cartridges and insulin. Tandem clinical support informed the customer that reusing their cartridges and insulin was off label per the tandem user guide. Customer changed the pump supplies to address the issue. There was no reported adverse impact to the customers blood glucose level.